Manufacturer narrative:
Section h4: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: the reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The ac/dc power supply unit inside the mpu was damaged. Further evaluation of the power supply unit found a blown/damaged mains fuse. The failure corresponds with the event description of no mpu output power. The patient received a replacement unit from hospital stock. The mpu was repaired (power supply replaced) and returned to the customer. The mobile power unit (mpu) assembly (pn (B)(6)) was made in (B)(6) 2020. The unit was packaged (pn (B)(6)) and placed into stock on (B)(6) 2020. The unit was sent to the customer on (B)(6) 2020 (per sap sales order 700 929 1634). The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook (p.78) and the heartmate 3 lvas IFU (p. 3-35). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿) and the heartmate 3 lvas IFU (p. 7-1 ¿alarms and troubleshooting¿; p. 7-13 ¿no external power alarm¿). Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to 3-38). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had come in for an appointment on (B)(6) 2020 and stated that their mobile power unit (mpu) did not display any lights and did not have power despite the mpu being plugged in. The patient had unplugged their mpu and tried plugging it back in and the mpu appeared to be working properly again. The patient was still nervous to keep using the old device so a new mpu was given.